Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a documented glucose reading of 220 mg/dl and ongoing high glucose levels, and the user requested a return for credit near the end of the return window. Symptoms included elevated blood glucose without reported injury or medical intervention. Outcomes included user dissatisfaction with therapy and a request to discontinue use. Investigation included complaint intake review, user interview, and clinical follow-up by a diabetes specialist to discuss hyperglycemia and device use patterns, including reports of multiple meal announcements in close succession. Investigation of this case revealed that the cause of hyperglycemia was unclear, and contributing use factors such as meal announcement behavior could not be ruled out. It was concluded that there was no confirmed device malfunction and that hyperglycemia etiology remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.